Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (service code 104/download code 203) was confirmed. The evaluation of the monitor confirmed the service code 104 in the patient flag files and was able to be duplicated. There was contamination on j101 of the ca board. The root cause of the contamination of an ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.